Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving check therapy electrode messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) was confirmed. Upon investigation, the black pulse wire was open in the trunk cable, which caused the check therapy electrode messages. The root cause for the open pulse wire could not be positively identified but was likely excessive force on the trunk cable. No adverse event resulted from the open pulse wire. The patient received a replacement electrode belt.